Event description:
It was reported that the distal tip of the delivery catheter broke in the right iliac. No advancement difficulties were noted. The stent was not deployed after realizing the tip had separated. The indwelling piece was removed with a snare with no further complications being reported.